Event description:
It was reported that the device performed a reboot during use on a patient resulting in a temporary saturation drop of pulse oximetry. The patient was immediately connected to another device - reportedly no health consequences occurred.

Manufacturer narrative:
The device is not under a dräger service contract - the hospital performs maintenance and repairs on own behalf and responsibility. On draeger´s request the user facilty responded that the storage capacity of the internal battery was abnormal and was been replaced - no further information could be obtained. Dräger reconstructs the course of event as follows: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. Dräger recommends regular battery checks and an exchange interval of two years at average use conditions. The particular device was manufactured in 04/2020 - it must be assumed that the device was still equipped with the first battery installed at the time of production. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. It must be assumed that the user omitted this step. Finally, the case must be attributed to lack of maintenance and to failure to follow instructions. H3 other text : device not available for investigation, 3rd party service.